Event description:
It was reported that during a shoulder procedure using a spartan suture implant, the implant broke upon insertion. The broken tip was removed, however it was necessary to drill a new bone hole to complete the procedure.